Event description:
Patient presented to the physician with redness and itchiness at the ipg site. On examination, the physician suspected an allergic reaction and prescribed antibiotics. Physician will re-evaluate in 10 days.